Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator stopped working while it was running bedside, in preparation for patient use. The unit was not placed on the patient and the patient was continued to be manually ventilated with no harm or consequence. The customer troubleshooted the reported issue and stated that they believe the cause was a broken cap/diaphragm.

Manufacturer narrative:
The suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause could not be determined. The customer provided a photograph of the reported issue and the issue was confirmed. A device history record review was performed and no issues were found.